Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a shipment of bd ultrasafe passive needle guard plungers were received with incorrect expirations dates on the labels. The products were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
A photo was returned to bd for evaluation. Bd was able to confirm the reported defect. The batch 1459514 met the acceptance criteria when shipped. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. It is likely that the labels were printed on different dates which resulted in different expiry dates on the box labels. However the procedures have been changed since that time and it now includes label verification at the supplier and at bd-swindon release.